Event description:
Boston scientific crm received information that this implantable left ventricular (lv) pacing lead was exhibiting high out of range pacing impedances greater than 2000 ohms. There was also loss of capture in all configurations. The patient also reported pocket stimulation. A chest x-ray revealed a right angle bend but there was no confirmation of a lead fracture. The lv lead was turned off and the device was programmed to rv only pacing. The physician planned to monitor the patient and not perform any additional intervention at this time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.